Event description:
Information was received indicating that leakage was observed when using a smiths cadd cassette reservoirs - flow stop. It was reported that medical instruments and the patient's clothes were found wet due to the leakage of the medication from the end part of the bag. There was no reported injury to the patient.